Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported post a pulse field ablation procedure on (B)(6) 2025 during a follow up visit that the patient experienced a new set of gout on their left big toe. The patient had previously experienced gout which was treated with augmentin for the inflammation on (B)(6) 2025, which could have triggered atrial flutter. No issues were noted during the atrial flutter ablation procedure. The patient's inflammation is ongoing. No device will be returned as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: based on the available information, there is no evidence that the farawave device or the procedure caused or contributed to the reported events. The overall residual risk profile of the farawave device remains acceptable, and this event does not represent a new or increased risk beyond those already assessed in the product risk management file. Investigation summary: boston scientific has assigned an investigation conclusion code of adverse event related to patient condition based on the clinical information provided. The reported inflammation was found during a follow up visit and represents a common medical condition. There is no evidence that the device or procedure contributed to the event and no allegation of a device deficiency.

Event description:
It was reported on 10dec2025 during a follow up visit that the patient experienced a new set of gout on their left big toe. The patient had previously experienced gout which was treated with augmentin for the inflammation on (B)(6) 2025, which could have triggered atrial flutter. No issues were noted during the atrial flutter ablation procedure. The patient's inflammation is ongoing. No device will be returned as it was disposed. Additional information was provided. The inflammation/gout was treated with prescription of augmentin.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported on 10dec2025 during a follow up visit that the patient experienced a new set of gout on their left big toe. The patient had previously experienced gout which was treated with augmentin for the inflammation on (B)(6) 2025, which could have triggered atrial flutter. No issues were noted during the atrial flutter ablation procedure. The patient's inflammation is ongoing. No device will be returned as it was disposed. Additional information was provided. The inflammation/gout was treated with prescription of augmentin.